Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device did not seal even though an end tone, indicating a completed seal was provided by the generator. The surgeon used manual suturing to complete the procedure. There was no pt injury.